Event description:
It was reported by the customer "yesterday, we had a dl PICC where the micro-introducer sheath would not peel away. Vat nurse afraid of microtear to catheter so did an over-the-wire exchange during insertion. A 2nd PICC kit from the same lot was used and it worked just fine. There are no adverse injuries." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "yesterday, we had a dl PICC where the micro-introducer sheath would not peel away. Vat nurse afraid of microtear to catheter so did an over-the-wire exchange during insertion. A 2nd PICC kit from the same lot was used and it worked just fine. There are no adverse injuries." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty separating the sheath was confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4fr dual lumen powerpicc solo catheter and half of a microintroducer sheath. Use residue was observed on both components. The catheter was terminated near the 6cm depth marking. The t-handle plastic was observed to be deformed. Microscopic inspection of the t-handle revealed the plastic was uneven and jagged around the catheter channel. A thin ring of plastic was observed enclosing the catheter shaft. The uneven break of the t-handle and plastic surrounding the catheter shaft suggested an incomplete skiving process during device manufacture. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.